Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® serum blood collection tube leaked during a leak test, in which "fluorescence" was detected in the water of 3 separate tubes. The following information was provided by the initial reporter, translated from spanish to english: "according to the analysis performed on the samples, in the leak test, fluorescence was detected in the water in 3 of 20 analyzed containers." "The tests were done based on iso 6710 (single-use containers for human venous blood specimen collection) in order to verify leakage of container. As result, 3 of 20 tubes presented fluorescence, and then these 3 units did not accomplish the iso specifications."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® serum blood collection tube leaked during a leak test, in which "fluorescence" was detected in the water of 3 separate tubes. The following information was provided by the initial reporter, translated from spanish to english: "according to the analysis performed on the samples, in the leak test, fluorescence was detected in the water in 3 of 20 analyzed containers." "The tests were done based on iso 6710 (single-use containers for human venous blood specimen collection) in order to verify leakage of container. As result, 3 of 20 tubes presented fluorescence, and then these 3 units did not accomplish the iso specifications."